Event description:
Healthcare professional reported right side deflation. Patient was underage when implanted. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as an unidentified (tear) opening (shell thickness within spec). ¿ valve leak and/or damage: no observed valve damage. Additional observations: ¿ white particles observed inside the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Patient was confirmed to be of age for implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Patient was underage when implanted. The device remains implanted.